Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating heat from the device. It was reported that the device was used in surgery but without any patient or user injury. It is unknown if medical intervention occurred. The device was found to have damaged bearings. No additional information available.